Event description:
A malfunction in the pump was reported by the customer, identified by the malfunction code malf 16, which was not resettable. There was no indication of an adverse impact on the customer¿s blood glucose level. As a corrective action, tandem technical support arranged for the customer to return the malfunctioning pump using a pre-paid label and provided instructions for placing the pump into storage mode. The customer acknowledged these instructions and planned to switch to manual injections as a backup method while waiting for a replacement pump, which was confirmed to be under warranty.